Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the polaris spectra system control unit (scu), the system was functioning properly. Microscope calibration was performed successfully. The system then passed the system checkout and was found to be fully functional. The system control unit (scu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the scu tracked instruments from each port. A check of the event log did not reveal any adverse events. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was trying to calibrate a microscope and was unable to see the microscope jig or bracket led's. The system was used in a case earlier that day and tracked those instruments without issue. A self test did not show anything abnormal. Reseating all the cables from polaris spectra system control unit (scu) did not resolve the issue. No errors on the scu showed when checking system status in the ndi toolbox. When just the bracket microcal was plugged in it was visible. When they plugged in the bracket and the jig at the same time, neither were visible. They checked the bracket and jig on a different navigation system at the site and both were visible in microcal. No patient present.